Manufacturer narrative:
A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was conducted. The report indicates that the device was produced and distributed in (B)(4) 2011. Our investigation shows that the device is broken off at the outside thread. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exact root cause. Too much mechanical force has been applied during tightening of the device, and this occurrence led finally to the breakage. The microscopic analysis of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Therefore this manufacturing evaluation is to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left humeral fracture repair, a connecting screw for a multilock humeral nail had broken. The tip of the screw remains locked in the nail. There was no reported neither surgical delay nor additional intervention required. The procedure was successfully completed with no harm to the patient. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one device was received broken off at the outside thread. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No ncrs were generated during production. Based on the received information we cannot determine the exact root cause. Too much mechanical force has been applied during tightening of the device, and this occurrence led finally to the breakage. A visual inspection, dimensional inspection, DHR review, and manufacture investigation were performed as part of this investigation. No product design issues or discrepancies were observed. Based on the received information we can not determine the exact root cause. That too much mechanical force has been applied during tightening of the device, and this occurrence led finally to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.